Event description:
The nurse reported there was poor vacuum during surgery. The handpiece was switched out with no improvement. The system was switched out and the case was completed as planned. There was a 5 minutes delay. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The fluidics mechanism was replaced for diagnostic purposes. Preventive maintenance was performed. The software was updated. The system was then tested and met all product specifications. The fluidics mechanism was returned for in-house eval. There were no visual nonconformities on the faceplate. The pcb appeared to be in good physical condition with no loose or damaged components. No nonconformities were observed during the visual inspection. The fluidics mechanism was tested. The fluidics mechanism passed all functional tests. No nonconformities were observed during the functional testing. A review of complaints for the last 24 months did not indicate any similar reports for this system. (B)(4).